Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event could not conclusively be established through this evaluation. Review of the submitted log files confirmed 13 low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists peripheral thromboembolic events as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 days (the age is calculated from the date of implant to the event date.). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient with increased lactic acid dehydrogenase (ldh) and numbness in left leg. The log file showed that there were observed low flows with high pulmonary index (pi) readings; these seemed to be physiological in nature. There were no other unusual events seen within the log file. Concern for deep vein thrombosis (dvt). Left lower extremity (lle) arterial duplex obtained on (B)(6) 2019. Patient demonstrated acute occlusion of the distal common femoral artery and greater than 50% of proximal superficial femoral artery (sfa) but with distal flow via profunda; vascular surgery was consulted but due to resolution of symptoms, medical management was recommended. The left leg numbness was vascular related. No head CT was taken. Patient did not have neuro symptoms.